Manufacturer narrative:
Reported event: it was reported that during disassembly of the mics from the robotic arm after the case was completed, it was found that the hand grip locking tab was broken. The pin was reported to have been missing from the metal tab which allows the user to lock and unlock the mics to rotate the handle. Product evaluation and results: visual inspection. Visual inspection confirmed that the pivot was broken. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per (B)(6) and case number (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: review of the product history records indicate (B)(4) devices were manufactured under prodex lot k09cz and (B)(4) devices were accepted into final stock on 04/27/2017. Review of qt17 - 04 - 0073 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09cz shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
During disassembly of the mics from the robotic arm after the case was completed, I found the hand grip locking tab broken. It appears the pin is missing from the metal tab which allows the user to lock and unlock the mics to rotate the handle. Case type: tka. Update: patient was under anesthesia.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During disassembly of the mics from the robotic arm after the case was completed, I found the hand grip locking tab broken. It appears the pin is missing from the metal tab which allows the user to lock and unlock the mics to rotate the handle. Case type: tka. Update: patient was under anesthesia.